Manufacturer narrative:
Phone number: (B)(6). Device evaluation: one device was received. A visual inspection found the device in good condition with no physical damage. During the functional testing, the customer's reported issue could not be duplicated. No problems were found with the pump. The device started up and ran with no issues. The air detector worked without any problems and detected the hose with air and without air. No further action will be taken.

Event description:
It was reported that the pump displayed ¿air in the hose¿. There was unknown patient involvement.